Event description:
Falsely elevated ctni result of 7.0 ng/ml was obtained. This result was not reported to the physician. The same specimen was retested on an alternate analyzer and a ctni result of 0.9 ng/ml was obtained. Subsequent serial draws on this patient also read high with dage behring product. Patient treatment was not prescribed or altered. There was no report of adverse health consequence as a result of the falsely elevated ctni result. Analysis of instrument data did not identify an instrument failure. Heterophilic antibody interference is the suspected cause.